Event description:
Caller reported damage to pump housing and usb port, which impacted the ability to charge the pump and led to a shutdown. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced, addressing the damage concerns. Customer reverted to an alternative method of insulin therapy.